Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, rewind and unexpected restart error test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. No excessive no delivery alarms noted. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Drive support disk was inspected and no anomaly was noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked case, missing end cap sticker and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated that last time they could not complete the rewind process so they took out the battery for 5 minutes and then it had refreshed itself. Troubleshooting was performed. The customer also reported that they had a no delivery alarm during a bolus. The customer reported that the event was not resolve by changing the complete infusion and reservoir set, the customer only rewound and primed the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.